Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Returned pump analysis found corrosion and-or wear and-or lubrication and stall due to gear wheel 3.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pump was explanted on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-16, information was received from a consumer, via a company representative, regarding a patient who was receiving fentanyl (400 mcg/ml) at 53.37 mcg/day and hydromorphone (30 mg/ml) at 4.003 mg/day) via an implantable pump. Indications for use included spinal pain. Medical history and concomitant medications were not reported. On 2016-05-16, the company representative checked the patient's pump status due to alarming and the pump showed a motor stall which occurred on (B)(6) 2016 at 02:31. The patient did not have a recent magnetic resonance imaging (MRI) or any electromagnetic (emi) or magnetic interaction with the pump. No patient symptoms were reported. Redirection of the patient to their healthcare provider (hcp) was recommended. As of 2016-05-23, the cause of the motor stall had not been determined, no troubleshooting was performed, and the patient will be scheduled for replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.